Event description:
It was reported that the device was replaced due to being at elective replacement indicator. It was also reported that the patient expressed frustration about the short battery life. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.